Manufacturer narrative:
No samples were returned for analysis by the manufacturing site and no lot number was provided. Device history records could not be reviewed. Without a sample, the root cause could not be identified. (B)(4).

Event description:
Adverse event(s): "none reported" (no consequences or impact to patient). Product problem(s): "fibers in pak" (foreign material present in device). A nurse reports fibers in the pak from the blue towels. The doctor wraps the blue towels around the patient's head so that the fluid will not leak on the floor. Additional information has been requested.